Event description:
It was reported that the patient had an inappropriate shock due to oversensing via a change in the intrinsic morphology. This occurred while the patient's rhythm was atrial fibrillation. Technical services discussed some programming options. The clinic is considering scheduling the patient for an atrial fibrillation ablation procedure. There were no additional adverse patient effects. The system remains implanted.